Event description:
It was reported that the patient presented to the clinic with the device in electrical reset mode. The reset was cleared and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation: imu49jb53 implantable pacing lead - implanted 2004-(B)(6). (B)(4).